Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:57 pm CT. The report number is being corrected from: 2134265-2018-64481 to: 2134265-2018-62593.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported. It was further reported that the ablation was performed 3 or 4 times with a rotational speed of around 200,000rpm for each run for around 15 seconds. Also, rotational speed decrease of each ablation was operated around 5,000rpm. The rotaburr became stuck in the curve of the mid rca lesion due to tortuosity and calcification. Consequently, the rotawire became fractured due to the rotalink being rotated while being pulled to release from being stuck. Stuck was released by pulling and pushing the rotalink with slow rotation. The fractured section of the rotawire was removed by using a snare and the patient's status post procedure was good. It was further reported based on the additional information received on 15nov2018, that there was no fracture with the rotawire. It was detachment of the rotational burr of the rotalink. The detached rotational burr was removed from the patient. Device eval by manufacturer:the unit returned is stuck inside of the rotablator as part of overall visual revision. It was possible to observed kink in the proximal section. It was observed that the burr of the rotablator is detached on the wire and it moves along the wire.

Event description:
It was reported that the rota burr became stuck in in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported. It was further reported that the ablation was performed 3 or 4 times with a rotational speed of around 200,000rpm for each run for around 15 seconds. Also, rotational speed decrease of each ablation was operated around 5,000rpm. The rotaburr became stuck in the curve of the mid rca lesion due to tortuosity and calcification. Consequently, the rotawire became fractured due to the rotalink being rotated while being pulled to release from being stuck. Stuck was released by pulling and pushing the rotalink with slow rotation. The fractured section of the rotawire was removed by using a snare and the patient's status post procedure was good. It was further reported based on the additional information received on 15nov2018, that there was no fracture with the rotawire. It was detachment of the rotational burr of the rotalink. The detached rotational burr was removed from the patient.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported.

Event description:
It was reported that the rota burr became stuck in the shoulder part of rca mid and the wire became separated. A stenosed target lesion was located at severe calcified mid right coronary artery (rca). A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected to treat full-circumference in-stent restenosis (isr). During the procedure, it was reported that the rota burr became stuck in the shoulder part of rca mid. After that, the wire became separated. The device has been retrieved successfully and the procedure was completed with another of the same rotalink device. There were no patient complications reported. It was further reported that the ablation was performed 3 or 4 times with a rotational speed of around 200,000rpm for each run for around 15 seconds. Also, rotational speed decrease of each ablation was operated around 5,000rpm. The rotaburr became stuck in the curve of the mid rca lesion due to tortuosity and calcification. Consequently, the rotawire became fractured due to the rotalink being rotated while being pulled to release from being stuck. Stuck was released by pulling and pushing the rotalink with slow rotation. The fractured section of the rotawire was removed by using a snare and the patient's status post procedure was good.